Event description:
A doctor of optometry reports a patient with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the left eye, the right eye is being submitted under manufacturer number 1061857-2007-00314. Patient records indicate this patient was treated for a monovision outcome, the left eye was corrected for near vision and targeted for -1.75 diopter. At 5 months post-op, the right eye was slightly overcorrected by -.75 diopter, bcva was equal to the pre-op measurement and ucva had improved from 20/cf to 20/100. An enhancement was performed on the left eye 6 months following the initial procedure to improve ucva. At two weeks post-enhancement, no manifest refraction or bcva measurements were provided, however ucva was 20/150. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress.